Manufacturer narrative:
A steris service technician inspected the 54" evolution sterilizer and found the door pivot bolt to be missing from its location. The technician removed the sterilizer from service and is pending repairs. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that an employee obtained an injury to their shoulder while opening the door to their 54" evolution sterilizer. The employee was sent to the ER. It is unknown if medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer and found that the door pivot stud had come off subsequently causing the door plates to become misaligned and the door to bind making it difficult to open. Steris is unable to determine when the door pivot stud came off subsequently causing the reported event to occur. As the door pivot stud was not present, a root cause could not be determined. In lieu of repairing the unit, the customer received a new unit. The new unit was installed, confirmed to be operational and placed into service. No additional issues have been reported.